Event description:
It was reported that a nottingham ureteral dilator was used during a ureteroscopy with stone removal procedure performed some time in (B)(6) 2023 to treat a patient with ureteral stone. During the procedure, the patient experienced a ureteral tear, leading to the implantation of a ureteral stent for 14 days. At the six-week follow-up, no strictures were observed. Per physician's assessment, the event was not serious, was causally related to the device, and not related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 1, 2023, was chosen as the best estimate based on the procedure which happened sometime in january 2023. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e2114 captures the reportable event of ureteral tear. Imdrf impact code f2301 captures the reportable event of ureteral stent implanted for 14 days.